Event description:
The clinician reports the implant was inserted on (B)(6) 2018 in ada 26. Details of surgery: immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 26. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.